Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with atrial lead noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.2 cm. Visual inspection of the lead found an external insulation abrasion exposing the outer coil in one location consistent with friction to another device or feature of the heart. The reported event was isolated to the exposure of the outer coil in the abrasion zone.